Event description:
The customer reported while reprocessing the subject device, the reprocessing machine alarmed due to a blocked air/water channel. There was no patient user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was observed the air/water nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation of the device (foreign material).

Manufacturer narrative:
Upon inspection and testing of the device, foreign material found in the air/water nozzle was suspected to be due to insufficient cleaning of the device. In addition, service found the air/water cylinder and the suction cylinder were discolored. The scope connector cover was corroded due to water leakage, there was a leakage due to damaged air/water channel, there was a leakage due to a cut on the bending section cover, and the insulation resistance value at the distal end was out of specification due to a scratch on the plastic distal end cover. The amount of water contact was out of specification due to the clogged nozzle. The connecting tube was wrinkled, and the adhesive on the bending section cover was discolored. Scratches were observed on the grip, the forceps channel port, the switch box, the right/left knob, the up/down knob, the scope connector case, the plug unit, the light guide cover glass, and the universal cord. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The following is included in the instructions for use (IFU): "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Flush the air/water channel with detergent solution". "Remove detergent solution from all channels". "Presoak for excessive bleeding and/or delayed reprocessing after each procedure". Olympus will continue to monitor field performance for this device.